Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The device was cleaned, disinfected, and sterilized before it was sent to olympus. The instruction manual identifies the following verbiage, which may have prevented the phenomenon in ¿chapter 5 safety for cleaning, disinfection and sterilization¿, ¿chapter 6 application and conditions for cleaning, disinfection and sterilization¿, and ¿chapter 7 cleaning, disinfection and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The switch was due to breakage of the switch board and image was due to discoloration of the light guide (lg) bundle and slipping down of the lg bundle. In addition to residual liquid or foreign material came out of the channel tube due to insufficient cleaning, additional findings were as follows: due to a pinhole on channel tube, water tightness was lost; due to damage on channel tube, channel cleaning brush could not be inserted smoothly and forceps could not be inserted smoothly; due to damage, angulation lever did not move smoothly, due to wear of angle wire, bending angle in up direction did not meet standard value; control unit had corrosion due to water leakage; electrical contact of video connector was shaved; due to a scratch on bending section cover, insulation resistance value at distal end did not meet the standard value; connecting tube had a dent and wrinkle; image guide protector had a cut; grip was sticky; universal cord was sticky; lg cover glass had corrosion; lg connector had corrosion; video cable was sticky; video connector had discoloration; video connector case was sticky; up/down plate was sticky; and lg bundle had breakage. The following device components were found to be scratched: video connector case, video connector, lg connector, video cable, universal cord, up/down plate, grip, switch box, scope cover, control unit, bending section cover, connecting tube, video cable, angulation lever, and forceps elevator (surgical products). The device was returned and evaluated, and foreign objects were found to be clogging the channel tube; this has been attributed to insufficient cleaning. It is unknown if the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the channel, it is unknown if there was delay in the start of the pre-cleaning, it is unknown if the channel tube was flushed with air and water, it is unknown if the channel tube was cleaned with lint-free cloths/brushes/sponges and it is unknown if the air/water nozzle was flushed with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the visera cysto-nephro videoscope had a defective switch and image. There was no patient harm associated with the event. The device was evaluated, and it was found that residual fluid or foreign matter came out of forceps channel. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.